Manufacturer narrative:
Corrected data: d4 - UDI number. One device was received for evaluation. Visual inspection found a missing battery door, lifted dso seal, and a sticky latch lock. There was no evidence in the event history log. Functional testing was able to duplicate the issue. It was determined that the error code was caused from ui. To address the issue, the error code was cleared. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
B3: event date unknown. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the device exhibited error code 4178. The product fault occurred during testing. There was no customer damage reported and the device issue was not related to physical damage or abuse. There was no delay of therapy, no patient involvement and no patient harm.